Event description:
In 2008, the primary surgery was performed in 2007 for rheumatoid arthritis. In approx six months later (exact date is unknown), one side of the plate fractured at the oval hole. After a while (exact date is unknown), the other side of the plate fractured as well at the same place (at the oval hole). The patient states that it has became easier to move his neck but he has some pain. The surgeon is monitoring the patient, however, there is no plan to perform a revision surgery at this point. The surgeon considers that the event is due to that the bone graft has not fused (non-union). The surgeon inquired about the plate hole why the undermost hole (at the caudal end) is not round.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Result, and conclusion codes will be made available following engineering evaluation.